Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that insulin pump had under delivery. The blood glucose was 12 mmol/l at the time of the incident and other was 15 mmol/l. The customer had nausea. The customer had using the insulin pump system within 48 hours of the reported high blood glucose. The customer was not admitted into the hospital for the high blood glucose. The customer was treated with the insulin pump. The customer stated that the self test and the displacement test was passed. The device will not be returned for the analysis.